Manufacturer narrative:
This supplemental report is being submitted to provide additional information. From the device inspection result by olympus italia (oit), leakage and deformation of the instrument channel were confirmed. Oit determined that these events may have been caused by the physical stress exerted on the device by the user's improper use of endo-therapy accessories. The exact cause of the reported event could not be conclusively determined, because there was no detailed information about the prosthesis. However, based on the above information, the reported event may have been caused by a user attempting to use a prosthesis that is not applicable to the instrument channel of the device. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; no prosthesis found inside instrument channel. The instrument channel was deformed and torqued. There was a leakage at the instrument channel due to buckling and deformation of the instrument channel. There was a catch when inserting and removing the endo-therapy accessory and the endo-therapy accessory could not be inserted and removed, due to buckling and deformation of the instrument channel. There was evidence of flooding inside the control section, and the control section was cracked. The endoscope connector had signs of corrosion caused by humidity. The instrument channel breakage and deformation may have been caused by mishandling and excessive force. Also, the reported event may have been caused by improper use of endo-therapy accessories. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure for endoscopic retrograde cholangiopancreatography, the instrument channel port was clogged with a prosthesis and the endo-therapy accessory could not be inserted. The user replaced the device to another device and completed the procedure. The procedure was extended by nearly 20 minutes. There was no report of patient injury associated with the event.